Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the touchscreen stopped working while on a patient. When the biomedical (biomed) engineer received the device, the reported problem could not be duplicated. The customer informed the rse that the device passed touchscreen calibration, and the device operated properly in diagnostic mode. The rse advised the customer to perform full performance verification to determine that the device was fully operational. Investigation is ongoing.